Event description:
Acct reports that the top of the hand pump "popped off" and blood sprayed all over. States it was the cap on the hand pump itself that separated from the chamber of the hand pump. States there was no injury to pts and no injury to employees. States that the blood "sprayed all over the room", but no employees received bllod in their eyes or mouths.